Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform seating, basic occlusion, occlusion, force sensor, displacement test and p-cap / reservoir will not lock properly due to missing retainer. Pump passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump unexpected power loss. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer also noticed black rubber ring of the reservoir was loose. Troubleshooting for high blood glucose did not resolve the issue because of unexpected power loss. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.